Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had poor activity tolerance despite left ventricular assist device (lvad) support. The patient was found to have moderate aortic regurgitation thought to be contributing to their poor activity tolerance. The patient underwent paravalvular leak closure of the aortic valve on (B)(6) 2022. The patient did well post-procedure; however, the patient developed acute kidney injury with creatinine of 2.1. The patient then went into ventricular fibrillation and required 5 defibrillations, with the last two using synchronized defibrillators at 200 joules each to restore sinus rhythm. Post defibrillation, the patient went into cardiogenic shock. Coronary angiography demonstrated patent coronary arteries but severely elevated right atrial pressure and pulmonary capillary wedge pressure, as well as severely reduced cardiac output. The patient was then transferred to the intensive care unit (ICU) and started on vasopressin and epinephrine for hemodynamic support as well as a bumetanide continuous infusion and diuril for diuresis. The patient had a marginal response with worsening renal function and metabolic acidosis, and so support was escalated to veno-arterial extracorporeal membrane oxygenation (va-ECMO). The patient was intubated. A transesophageal echocardiogram (tee) did not reveal any evidence of flow across or around the amplatzer occluder device in the aortic position and there was no evidence of intra-cardiac shunting. The patient had ongoing hypotension and repeat tee was done with severe aortic regurgitation seen. The patient was taken to the catheterization lab and the amplatzer device was removed and a valvuloplasty balloon was placed. The patient's aortic regurgitation had improved after the procedure and the patient returned to the intensive care unit (ICU) with mean arterial pressure (map) in the 40s. The patient had liver shock, acute kidney injury, and severe thrombocytopenia. The patient required direct current cardioversion multiple times for ventricular tachycardia and ventricular fibrillation. Due to poor prognosis, care was withdrawn and the patient was terminally extubated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The hm3 lvas was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, renal dysfunction, hepatic dysfunction, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.